Manufacturer narrative:
No particulate material was reported upon initial complaint intake. Additionally, there was no reported particulate material noted on the operative report received from the reporting site. The explanted device was received in the lab 30 days after explantation. Analysis of the device noted as follows: there was a curved opening on the posterior shell. There were gray particles noted on the inner surface of the device and brown particles noted on the diaphragm valve fill channel. There was brown encapsulation noted on the device. There was a 3.00mm by 1.0 cm striated opening noted on the linear shell. There were flat creases noted on the shell. The diaphragm valve contained no blockage according to the fill inspection.

Event description:
Company representative reported physician stated "possible alcl...no other specifics were given to me." Follow-up with health professional confirms that the manufacturer is allergan and that the patient presented with "right breast very swollen and red." Fine needle aspiration reports "apparent tiny calcifications¿ and ¿approximately one liter of yellow slightly turbid fluid was obtained.¿ impression states, ¿there are areas of soft tissue nodularity along the margins of the fluid collection which are suspicious for lymphoma. Cytology shows malignancy consistent with anaplastic large cell lymphoma.¿ pathology report notes cd30 "positive" and alk-1 "negative." Capsulectomy and explantation occurred. Additionally, health professional reported, "increased tenderness, and small areas of skin breakdown" and "on the anterior capsule there was white necrotic appearing tissue that in several spots extended all the way up to the deep dermis." Pain has been deemed secondary to the event of necrosis.

Manufacturer narrative:
Medwatch submitted on: 12/10/2015. Device labeling addresses: based on information reported to FDA and found in medical literature, a possible association has been identified between breast implants and the rare development of anaplastic large cell lymphoma (alcl), a type of non-hodgkin¿s lymphoma. Women with breast implants may have a very small but increased risk of developing alcl in the fluid or scar capsule adjacent to the implant. Alcl has been reported globally in patients with an implant history that includes allergan¿s and other manufacturers¿ breast implants. You should consider the possibility of alcl when you have a patient with late onset, persistent peri-implant seroma. In some cases, patients presented with capsular contracture or masses adjacent to the breast implant. When testing for alcl, collect fresh seroma fluid and representative portions of the capsule, and send for pathology tests to rule out alcl. If your patient is diagnosed with peri-implant alcl, develop an individualized treatment plan in coordination with a multi-disciplinary care team. Because of the small number of cases worldwide, there is no defined consensus treatment regimen for peri-implant alcl.

Event description:
Company representative reported physician stated "possible alcl...no other specifics were given to me." Side not specified. Manufacturer of the device is unknown. Pathological markers to confirm alcl have not been received.

Event description:
Company representative reported physician stated "possible alcl...no other specifics were given to me." Follow-up with health professional confirms that the manufacturer is allergan and that the patient presented with "right breast very swollen and red." Fine needle aspiration reports "apparent tiny calcifications¿ and ¿approximately one liter of yellow slightly turbid fluid was obtained.¿ impression states, ¿there are areas of soft tissue nodularity along the margins of the fluid collection which are suspicious for lymphoma. Cytology shows malignancy consistent with anaplastic large cell lymphoma.¿ pathology report notes cd30 "positive" and alk-1 "negative." Capsulectomy and explantation occurred. Additionally, health professional reported, "increased tenderness, and small areas of skin breakdown" and "on the anterior capsule there was white necrotic appearing tissue that in several spots extended all the way up to the deep dermis." Pain has been deemed secondary to the event of necrosis.

Manufacturer narrative:
(B)(4). Device labeling addresses: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy.

Event description:
Company representative reported physician stated "possible alcl.. No other specifics were given to me." Follow-up with health professional confirms that the manufacturer is allergan and that the patient presented with "right breast very swollen and red." Fine needle aspiration reports "apparent tiny calcifications" and "approximately one liter of yellow slightly turbid fluid was obtained." Impression states, "there are areas of soft tissue nodularity along the margins of the fluid collection which are suspicious for lymphoma. Cytology shows malignancy consistent with anaplastic large cell lymphoma." Pathology report notes (B)(4) "positive" and alk-1 "negative." Capsulectomy and explantation occurred.